Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the catheter had a spiral slit. It was noted that the catheter shaft was bent, and visual summary analysis of the catheter indicated damage at implant. The analyst commented that spiral slitting started at the handle and occurred throughout the shaft (technique issue). The shaft was kinked at various locations. Blood was visible on the shaft.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead dislodged while the catheter was being slit. The physician was not satisfied with the catheter and used a different type of catheter to implant the same lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.